Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump with overinfusion - undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The devices were returned without any documentation of an allegation or information and underwent routine analysis. Per the logs, the pump was infusing hydromorphone (6.0 mg/ml at 5.3965 mg/day) and bupivacaine (30.0 mg/ml at 26.982 mg/day). The indication for use was noted as non-malignant pain and failed back surgery syndrome. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (patient¿s family member) reported the patient¿s pump was replaced just because the ¿7 year warranty¿ was up.